Event description:
Healthcare professional reported pain in arm. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, deformation device, voids and cloudy in the gel and overweight, however, a review of the weight reports generated during the manufacturing process is performed and all units were within specification. Therefore, the overweight observed during the additional analysis is not considered a workmanship. The unit is not ruptured. No other observation observed. Based on the device analysis the final assessment is no issues found related with the manufacturing process.

Event description:
Patient reported left side rupture and noted being "be treated with antibiotics." Healthcare professional reported pain in arm". The device has been explanted. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side rupture and noted being "be treated with antibiotics." The device remains implanted.